Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Biomed reported sr8 system shuts down without warning and believes the user is running the system on battery when it occurs, but is not sure.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit shuts down with out warning was confirmed. The scanner shuts down after it was charged for three hours, the cause of the issue an internal failure in the lithium-ion battery. The review of the DHR, sub-assembly DHR, sub-assembly manufacturing, component records, manufacturing process changes, mrr/mrb, and internal rejects showed that the reported issue is not likely related to a manufacturing issue. The device was serviced, tested, and returned to the customer.

Event description:
Biomed reported sr8 system shuts down without warning and believes the user is running the system on battery when it occurs, but is not sure.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit shuts down with out warning was confirmed. The scanner shuts down after it was charged for three hours, the cause of the issue an internal failure in the lithium-ion battery. The review of the DHR, sub-assembly DHR, sub-assembly manufacturing, component records, manufacturing process changes, mrr/mrb, and internal rejects showed that the reported issue is not likely related to a manufacturing issue. The device was serviced, tested, and returned to the customer.

Event description:
Biomed reported sr8 system shuts down without warning and believes the user is running the system on battery when it occurs, but is not sure.